Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the gauge on the inflation device failed to rise. The encore 26 inflation device was connected to an unknown balloon catheter with a rate of burst pressure (rbp) of 18 atmospheres. When pressure was applied, the balloon expanded. However, at 18 atmospheres the gauge did not increase and the balloon ruptured. There were no patient complications and the procedure was completed with another of the same device. The patient's current condition is listed as "good". Additional information was requested, but was not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.